Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. A conclusive cause for the reported difficulties could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that upon opening the package, the 8.0x39mm omnilink stent dislodged from the stent delivery system (sds). It was noted that the stent was not tightly folded on the sds. The sds was prepared before the sheath/stylet removal. There was no resistance removing the sds from the dispenser coil and there was no resistance removing the stylet or protective sheath and no force was applied. There was no manipulation or handling of the stent implant at any point. There was no device use or patient involvement. There was no clinically significant delay in the procedure. No additional information was provided.